Manufacturer narrative:
Batch review performed on 13 september 2018: lot 163350: (B)(4) items manufactured and released on 12 august 2016. Expiration date: 2021-07-19; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 year and 8 months after primary due to loosening of the tibial component. The surgeon revised the tibia and insert.